Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging llegedly having difficulty breathing and a burning smell coming from CPAP device. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation observed contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack colour insert, flip lid assembly, bottom assembly, water tank, flip lid seal, flip lid latch, heater plate, lifting tray, dry box, dry box seal, bottom cover, iso port cover. Unknowns contaminate was observed inside the top enclosure, inside the ui and rear panels. A white powder substance was observed on the blower box upper cap and blower box. Observed on the water tank, flip lid seal, and flip lid assembly, appears consistent with biocontamination. A hairlike substance was observed inside the bottom assembly. Discoloration was observed on the flip lid seal and dry box seal. Liquid ingress was observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms. Manufacturer observe dust/dirt contamination in the airpath, likely from a source external to the device. Manufacturer observed no evidence of degraded sound abatement foam.